Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v979686, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient reported that the device was implanted in 2014 and had not had any trouble with the sciatic pain until after the knee surgery. There was no trauma or fall that could be related to this issue, but the patient was having sciatic pain. The knee doctor did not feel the pain was due to the knee. The knee surgery was in (B)(6) 2015. The patient had to lay still and could not move due to the sciatic pain. The patient's relevant medical history includes gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.